Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of broken neuro-tip was confirmed. During service, the device failed the pre-repair diagnostic assessment visual assessment test. If additional info becomes available, a supplemental report will be submitted.

Event description:
Report received from (B)(6) stating that the device had a broken tip. The device was used in surgery; however, no user/patient injury or medical intervention occurred. It is unk if there was any delay in the surgical procedure. There was no additional info provided.